Event description:
It was reported that a user experienced recurrent nocturnal low blood glucose while using the ilet, and the user was scheduled with a trainer to adjust settings to reduce nighttime hypoglycemia. Customer care provided training support schedule. Investigation of this case revealed no device malfunction reported and that use adjustments were recommended to mitigate lows. No symptoms associated with hypoglycemia reported. Outcomes included preventive recommendation without medical intervention. It was concluded that the event involved hypoglycemia with an unclear cause and that user training and setting optimization were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.